Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the battery cap on the insulin pump is stripped and they are unable to remove it and the battery depleted. Customer's blood glucose was low at 39 mg/dl; they treated with food. Mother stated that they tried using a knife and a coin and the battery cap could not be removed. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.